Event description:
It was reported that the patient experienced recurrent hypoglycemia while using the ilet, with glucose readings declining from the 80s to the 70s and 60s, then rising to the 130s after consuming a 24-gram carbohydrate beverage, followed by another low to the 50s; the patient was educated on gentler treatment of lows with 5¿10 grams of fast carbohydrates and requested review of target settings with a clinician. Symptoms included low blood glucose. Outcomes included the need for oral glucose to treat hypoglycemia and additional user training. Investigation included customer support troubleshooting and education. Investigation of this case revealed patient overtreatment of hypoglycemia contributing to rebound hyperglycemia and subsequent recurrent lows. It was concluded that user handling contributed to the event and that further training was provided to mitigate recurrence. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.